Event description:
This case is cross referenced with case: (B)(4).(cluster). This unsolicited case from united states was received on (B)(6) 2017 from a non-healthcare professional. This case concerns a patient (age and gender unspecified) who received treatment with synvisc one and after unknown latency the patient developed problems, went to emergency room (ER) and was admitted, also, device malfunction was identified for the reported lot number. No medical history, past drug, concomitant medication or concurrent condition was provided. On (B)(6) 2017, the patient initiated treatment with single intra-articular synvisc one injection (dose: unknown) (batch/lot number: 7rsl021; expiry date: unknown) in the right knee. On an unknown date in 2017, after unknown latency the patient developed problems, went to emergency room (ER) and was admitted. Corrective treatment: not reported for both an investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation is completed, corrective and preventive actions would be implemented. Seriousness criterion: in-patient hospitalization for both pharmacovigilance comment: sanofi company comment dated 21-dec-2017: this case concerns a patient who was hospitalized for unspecified problems after receiving synvisc one injection from the recalled lot. Although based on the available information, temporal relationship cannot be established between the event and the suspect product. However, as the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relation of the events to the product cannot be excluded completely.

Event description:
This case is cross referenced with case: (B)(4). This unsolicited case from united states was received on 11-dec-2017 from a non-healthcare professional. This case concerns a (B)(6) year old female patient who received treatment with synvisc one and on the same day had septic arthritis/true infection of her knee; after one day sedimentation rate are mildly elevated, creactive protein are mildly elevated, slightly cloudy synovial fluid; after unknown latency the patient developed problems, went to emergency room (ER) and was admitted, numbness, hand pain, tingling, worse with movement and ambulation, pain worsened by walking, decreased weight bearing on the right. Also, device malfunction was identified for the reported lot number. Patient had left knee pain and right knee pain. On physical examination, there was tenderness at the medical joint line of the knee, patient had crepitus range of motion. Patient was currently afebrile. Patient had osteoarthritis, obesity. Concomitant medications include ketorolac tromethamine (toradol) and methylprednisolone. On (B)(6) 2017, the patient initiated treatment with single intra-articular synvisc one injection once (dose: unknown) (batch/lot number: 7rsl021; expiry date: unknown) for osteoarthritis in the right knee. On the same day, last night, patient had swelling and increasing pain. Patient was presented to the emergency department. Patient continued to have pain, but it was reported that it has actually been diminished since her admission. Patient had right knee effusion. The patient stated the pain began gradually. Patient stated that the pain was a 8/10 and described the pain as aching. The pain was worsening. It was reported that it was worsened by standing and walking, and lessens with medications. The pain was associated with numbness and tingling (onset date: unknown; latency unknown), starting at the knee going up the lower extremity (radiating down to the right foot mostly in the greater toe). Patient had assessment of pseudoseptic reaction versus septic arthritis. It caused acute and severe inflammation within the joint and could mimic septic arthritis. There was also possibility of true infection of her knee. It was not reported how much fluid was removed at the time of diagnostic arthrocentesis performed in the emergency room (ER). On (B)(6) 2017, one day after receiving synvisc one injection, patient wbc was 10,000; sedimentation rate and c-reactive protein are mildly elevated. It was reported that aspirate of right knee had no organisms on the gram stain. There were approximately 60,000 white blood cells on the white blood cell count. Patient was recommended to treat with intravenous antibiotics and anti-inflammatory medicines and continue IV antibiotics with close observation. On the same day, 18 gauge needle was introduced at the superior lateral aspect of the knee and approximately 65 ml of slightly cloudy synovial fluid was drained and was sent for culture. There were no complications. Additional, celebrex, depomedrol intramuscular was given to decrease inflammation and ice packs to the knee. On an unknown date in 2017, after unknown latency the patient developed problems, went to emergency room (ER) and was admitted. On an unknown date in 2017, latency unknown, x-rays results showed patient had left side hand pain. On an unknown date, latency unknown, patient was admitted for several days. Patient was now improving. Patient continued to have some pain in her knee. This was worse with movement and ambulation. Patient has had some mild swelling. No fevers. Patient was considering total knee arthroplasty coming up soon. Patient was given a prescription for hydrocodone bitartrate/paracetamol (norco), pregabalin (lyrica) and celecoxib (celebrex). On (B)(6) 2018, follow up visit, patient stated that the pain was severe and describes the pain as sharp, throbbing, aching, and burning. On an unknown date, latency unknown, there was decreased weight bearing on the right. Corrective treatment: IV antibiotics and anti-inflammatory medicines, celecoxib (celebrex), methylprednisolone acetate (depo-medrol) for septic arthritis/true infection of her knee; not reported for rest events outcome: not recovered for pain worsened by walking; recovering for septic arthritis/true infection of her knee and device malfunction; unknown for numbness, hand pain, tingling, sedimentation rate are mildly elevated, creactive protein are mildly elevated, slightly cloudy synovial fluid, worse with movement and ambulation, decreased weight bearing on the right. An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation is completed, corrective and preventive actions would be implemented. Seriousness criterion: required intervention or septic arthritis/true infection of her knee and device malfunction; hospitalisation for developed problems, went to mimc ER and was admitted additional information was received on 31-jan-2018. Events of septic arthritis/true infection of her knee, numbness, hand pain, tingling, sedimentation rate are mildly elevated, c-reactive protein are mildly elevated, slightly cloudy synovial fluid, worse with movement and ambulation, decreased weight bearing on the right. Medical history and concomitant medications added. Clinical course updated. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment follow up dated 31-jan-2018:the follow received does not change the previous assessment of the case. This case concerns a patient who received synvisc one injection and later had possible septic arthritis from the recalled lot. A temporal relationship can be established between the event and the suspect product. However, as the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relation of the events to the product cannot be excluded completely.

Event description:
Device malfunction [device malfunction], developed problems, went to (B)(6) ER and was admitted [unevaluable event], septic arthritis/true infection of her knee/pyogenic arthritis of right knee due to unspecified organism [septic arthritis] ([knee pain], [pain], [effusion (r) knee], [swelling of r knee], [body temperature increased], [pain burning], [pseudosepsis], [arthritis]), decreased weightbearing on the right/unable to bear weight on right knee [weight bearing difficulty] , total knee arthroplasty [total knee replacement] , numbness [numbness], hand pain [hand pain], tingling [tingling], sedimentation rate are mildly elevated [elevated sedimentation rate] , c-reactive protein are mildly elevated [c-reactive protein increased], slightly cloudy synovial fluid [synovial fluid analysis abnormal] , worse with movement and ambulation/ limited movement [mobility decreased], pain worsened by walking [pain upon movement], turbid urine [cloudy urine] , protein urine [protein urine] , urine specific gravity increased [specific gravity urine increased] , pmv bld rees-ecker [mean platelet volume increased], nausea [nausea] , fever [fever] ([shaking], [sweating]), and vomiting [vomiting]. Case narrative: based on information received on 10-may-2018 from health care professional, the case was medically confirmed. This case is cross referenced with case: (B)(4) (cluster). This unsolicited legal case from united states was received on 11-dec-2017 from a non-healthcare professional. This case concerns a 53 year old female patient who received treatment with synvisc one and on the same day had septic arthritis/true infection of her knee/pyogenic arthritis of right knee due to unspecified organism; after one day sedimentation rate are mildly elevated, c-reactive protein are mildly elevated, slightly cloudy synovial fluid; after unknown latency the patient developed problems, went to emergency room (ER) and was admitted, numbness, hand pain, tingling, worse with movement and ambulation, pain worsened by walking, decreased weightbearing on the right/unable to bear weight on right knee. Also, device malfunction was identified for the reported lot number, turbid urine, protein urine, urine specific gravity increased 84 days later and total knee arthroplasty 109 days later, nausea, vomiting, fever (latency: 1 day). The patient's past medical history included tenderness, joint noise, obesity, hypoesthesia, insomnia, pain with neck, shoulder, arm, wrist, hand, upper back, swelling, road traffic accident, paranesthesia, asthenia, neck pain, hypertension, asthma, osteoarthritis, weight bearing difficulty, muscle spasms, blood pressure increased on (B)(6) 2010 with mother, brother, cardiac disorder on (B)(6) 2010 with father, non-tobacco user, alcohol use, abstains from recreational drugs and knee operation. The patient's family history included cerebrovascular accident on (B)(6) 2010 with mother and diabetes mellitus on (B)(6) 2010 with father. The patient's past medical treatment(s), vaccination(s) was not provided. At the time of the event, the patient had ongoing arthralgia, arthralgia and osteoarthritis. Notes: family medical history: significant for cardiovascular disease, diabetes, hypertension, stroke on (B)(6) 2017, the patient initiated treatment with single intra-articular synvisc one injection once (dose: unknown) (batch/lot number: 7rsl021; expiry date: unknown) for osteoarthritis in the right knee. On the same day, last night, patient had swelling and increasing pain. Patient was presented to the emergency department. Patient continued to have pain, but it was reported that it has actually been diminished since her admission. Patient had right knee effusion. The patient stated the pain began gradually. Patient stated that the pain was a 8/10 and described the pain as aching. The pain was worsening. It was reported that it was worsened by standing and walking, and lessens with medications. The pain was associated with numbness and tingling (onset date: unknown; latency unknown), starting at the knee going up the lower extremity (radiating down to the right foot mostly in the greater toe). Patient had assessment of pseudoseptic reaction versus septic arthritis. It caused acute and severe inflammation within the joint and could mimic septic arthritis. There was also possibility of true infection of her knee. It was not reported how much fluid was removed at the time of diagnostic arthrocentesis performed in the emergency room (ER). On (B)(6) 2017, after one day, patient was hospitalized for septic arthritis/true infection of her knee/pyogenic arthritis of right knee due to unspecified organism and decreased weightbearing on the right/unable to bear weight on right knee and presented with fever, vomiting and nausea. On (B)(6) 2017, patient aspiration joint - on (B)(6) 2017: 65 ml of slightly cloudy synovial fluid unk (units (non-ucum): 65 ml of slightly cloudy synovial fluid na), blood creatinine 0.6 mg/dl (low), 0.5 mg/dl (low), blood glucose (70 - 99 mg/dl) 114 mg/dl (high), blood lactic acid (0.50 - 1.90 mmol/l) 2.35 mmol/l, blood pressure abnormal, body temperature was 36.8 cel then 36.6 cel then 37.4 cel then 37.3 cel then 37.8 cel (070433), c-reactive protein was mildly elevated, cardiac monitoring was regular, granulocyte count (1.80 - 7.00 unk) 0.03 unk (low), haematocrit (36 - 48 %) 10.9 g/dl (low), heart rate was 68, 70 then 82 then 81 then 88 then 89 then 92, lymphocyte percentage 15 % (low), monocyte count increased, mean platelet volume abnormal, monocyte count increased, neutrophil percentage increased, oxygen saturation 98 % then 100 % then 100 % then 99 % then 98 % then 96 % then 95 %, red blood cell count low, respiratory rate 18 then 18 then 18 then 18 then 16 then 18 then 18, synovial fluid analysis color yellow, appearance cloudy, synovial fluid white blood cells 1%, synovial fluid white blood cells positive 9%, wbc high. On (B)(6) 2017, one day after receiving synvisc one injection, patient wbc was 10,000; sedimentation rate and c-reactive protein are mildly elevated. It was reported that aspirate of right knee had no organisms on the gram stain. There were approximately 60,000 white blood cells on the white blood cell count. Patient was recommended to treat with intravenous antibiotics and anti-inflammatory medicines and continue IV antibiotics with close observation. On the same day, 18 gauge needle was introduced at the superior lateral aspect of the knee and approximately 65 ml of slightly cloudy synovial fluid was drained and was sent for culture. There were no complications. Additional, celebrex, depo-medrol intramuscular was given to decrease inflammation and ice packs to the knee. On (B)(6) 2018, urine analysis: cloud urine, respiratory rate was 18, heart rate 52-74. On (B)(6) 2017, blood calcium was 8.1 mg/dl, blood creatinine 0.5 mg/dl, granulocyte count 0.01, haemoglobin 10.4 g/dl, heart rate 66-71, mean platelet volume 12.9 fl, respiratory rate 18, urine analysis: cloudy urine. On (B)(6) 2018, mean platelet volume 13.0 fl, haemoglobin 10.9 g/dl, granulocyte count 0.02, blood creatinine 0.5 mg/dl. On (B)(6) 2017, blood calcium 8.3 mg/dl (low), blood creatinine 0.5 mg/dl (low), granulocyte count 0.01, haemoglobin 9.9 g/dl, mean platelet volume 12.8 fl, red blood cell count 3.52. On (B)(6) 2018, patient was discharged from hospital. On an unknown date in 2017, after unknown latency the patient developed problems, went to emergency room (ER) and was admitted. On an unknown date in 2017, latency unknown, x-rays results showed patient had left side hand pain. On an unknown date, latency unknown, patient was admitted for several days. Patient was now improving. Patient continued to have some pain in her knee. This was worse with movement and ambulation. Patient has had some mild swelling. No fevers. Patient was considering total knee arthroplasty coming up soon. Patient was given a prescription for hydrocodone bitartrate/paracetamol (norco), pregabalin (lyrica) and celecoxib (celebrex). On (B)(6) 2018, follow up visit, patient stated that the pain was severe and describes the pain as sharp, throbbing, aching, and burning. On an unknown date, latency unknown, there was decreased weight bearing on the right. On (B)(6) 2018, 84 days after initiating treatment, patient developed turbid urine, protein urine, urine specific gravity increased. On (B)(6) 2018, 109 days later, patient had total knee arthroplasty. Corrective treatment: IV antibiotics and anti-inflammatory medicines, celecoxib (celebrex), methylprednisolone acetate (depo-medrol) for septic arthritis/true infection of her knee/pyogenic arthritis of right knee due to unspecified organism; not reported for rest events. Outcome: not recovered for pain worsened by walking; recovering for septic arthritis/true infection of her knee/pyogenic arthritis of right knee due to unspecified organism and device malfunction; unknown for turbid urine, protein urine, urine specific gravity increased and total knee arthroplasty, numbness, hand pain, tingling, sedimentation rate are mildly elevated, c-reactive protein are mildly elevated, slightly cloudy synovial fluid, worse with movement and ambulation, decreased weightbearing on the right/unable to bear weight on right knee; unknown for nausea, vomiting, fever. Seriousness criteria: a pharmaceutical technical complaint (ptc) was initiated with global ptc number (B)(4). An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation is completed, corrective and preventive actions would be implemented. Seriousness criterion: required intervention and hospitalization for septic arthritis/true infection of her knee and device malfunction; hospitalization for developed problems, went to mimc ER and was admitted, required invention for total knee arthroplasty, hospitalization for decreased weightbearing on the right/unable to bear weight on right knee. Additional information was received on 31-jan-2018. Events of septic arthritis/true infection of her knee, numbness, hand pain, tingling, sedimentation rate are mildly elevated, c-reactive protein are mildly elevated, slightly cloudy synovial fluid, worse with movement and ambulation, decreased weight bearing on the right. Medical history and concomitant medications added. Clinical course updated. Text was amended accordingly. Follow up information was received on 12-jan-2018. Global ptc number was added. Text was amended accordingly. Additional information was received on 10-may-2018 from legal authorities via health care professional. Additional event of turbid urine, protein urine, urine specific gravity increased and total knee arthroplasty were added with details. Medical history added. Clinical course updated. Text was amended accordingly. Additional information was received on 07-aug-2018 from legal authorities via health care professional. Labs were added. Medical history was updated. Event nausea, vomiting, fever was added with details. Event verbatim of decreased weightbearing on the right/unable to bear weight on right knee was updated from decreased weightbearing on the right and seriousness criteria was updated to hospitalization. Event verbatim of septic arthritis/true infection of her knee/pyogenic arthritis of right knee due to unspecified organism was updated from septic arthritis/true infection of her knee and its seriousness criteria added as hospitalization.